Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that they were uncertain of the cause of the shocking sensation at the lead site. They also indicated that the patient had shocking while the implant had no charge/no power to the implant. The was going to have a surgical explant of the system. The patient weighed 208 pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jul-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 03-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - lumbar radiculopathy/ spinal pain. It was reported that the patient had been having shocking sensation at her spine, lead location for the past 2 months. Patient did not have any external equipment with her. Patient was currently in the ER. Per the hcp's notes, the device has been turned off. No further complications were reported/anticipated.